Manufacturer narrative:
Reference medwatch report with patient identifier (B)(6) for the coaguchek xs device used.

Event description:
Caller reports that during a correlation study, the following coaguchek s/xs results were obtained: 1.9 inr/2.5 inr no actions taken based on device results. No adverse event reported. Requested return of suspect system, however, caller no longer has the test strips; replacement was sent.